Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The manufacturing batch lot was not provided therefore, lake region medical was unable to review the device history records to confirm the device met all material, assembly and inspection specifications. A dvd of the procedure was provided and reviewed by clinical experts. The clinical review of the complaint information shows the safari2 guidewire in the left ventricle during what appears to be chest compressions. It is difficult to visualize the wires exact position in the left ventricle in this image. The wire position during valve deployment looked good. After valve deployment the wire looked to be seated within one leaflet of the deployed valve. The next frame shows the safari2 wire seen seated deeper within the apex of the left ventricle. Summary: inadvertent advancement of the wire after the valve deployment made the transition point push against the left ventricle and might have caused left ventricle perforation. Review of the directions for use notes the reported event as potential adverse event associated with the tavr/tavi procedure.

Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The manufacturing batch lot was not provided therefore, lake region medical was unable to review the device history records to confirm the device met all material, assembly and inspection specifications. Review of the directions for use notes the reported event as potential adverse event associated with the tavr/tavi procedure. Although there was no known device problem; this MDR is being filed because the safari2 wire was used in the tavr procedure.

Event description:
Event description: it was reported that: patient under local anesthesia. Lotus lis-s sheath was inserted as per IFU - initially the placement of the safari extra small was placed up side down curve was inverted, recrossing of the annulus was needed and repositioning and repositioning of the safari extra small was performed correctly. Predilation performed with a zmed balloon diameter 22 1x. Due to the predilatation blood pressure wend down and a aortic regurge occurred and av block. Placement of the valve transfemoral went well, once the valve already deployed cardiac arrest occurred. The proctor noticed the leaflets of the accurate valve didn't function and angio control showed massive ar. There was no cardiac output and very low blood pressure. CPR (cardiac pulmonary resuscitation) started and turned up the pacing (80ppm) patient looked like recovering and blood pressure increased - valve started functioning. But after a few minutes blood pressure went down - CPR restarted and patient was intubated once intubated tte was performed which showed a tamponade and no cardiac output. They performed a pericardiocentesis drainage but the patient didn't recover and further action was stopped. Below is additional information that was recorded in the related valve complaint: what is the official cause of death? A lot of speculations were made, dissection, perforation, cardiac arrest - no output no recovering, valve malfunction (we were ready to prep a new valve at a certain moment) but no real conclusion patient had a very hypertrophic ventricle.